Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. All available information was investigated, and the reported mechanical jam resulting break, poor image resolution and entrapment of device could not be tested during the returned device analysis. The deformation of shaft was not confirmed via return device investigation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported events. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported mechanical jam resulting in break could not be determined. The entrapment of device appears to be related to user technique/procedural circumstances. Definitive cause for the deformation of shaft could not be determined. The foreign body in patient appears to be related to procedural circumstances and definitive cause for hypotension could not be determined. The reported patient effect of failure to retrieve mitraclip system components and hypotension as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip delivery system was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report device entrapment, foreign body in patient, inability to remove gripper line, gripper line break and medical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted a bi-leaflet prolapse and rotated heart causing imaging to be challenging. A clip delivery system (cds) was advanced to the mitral valve; however, the clip became caught on the anterior leaflet. Troubleshooting was performed but failed. The clip had to be deployed in an unintended location. Then it was observed that the gripper line may be broken. The gripper line could not be removed at all. The cds was retracted back and forceps were used to guide the gripper line to the guide. It was noted that the cds looked curved and the patient experienced hypotension each time the physician would pull the cds out of the ventricle. The cds was removed, but the gripper line had to be cut at the groin, leaving a portion of the gripper line in the patient. This caused a clinically significant delay in the procedure. The procedure continued and an nrt clip was deployed to reduce mr. Two clips were implanted, reducing mr to 2-3. No additional information was provided.